Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the additional treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was 100% stenosed. The patient presented with severe chest pain. Pre-dilatation was performed with a non-abbott balloon catheter. A 3.5 x 12 mm rx xience prime stent was advanced and deployed at 16 atmospheres. Fluoroscopy showed a distal edge dissection which was covered with another xience prime stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.